Event description:
It was reported that "the doctor found the part is not 116200-000350, it is 116100-000350". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Actual samples were received for further investigation. Visual inspection was performed on the actual samples. A device history record review was performed, and no relevant findings were identified. Manufacturing site reports the complaint was confirmed and the suspected root cause was "product potentially mixed during transportation /sorting activity after product shipped out from manufacturing." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found the part is not 116200-000350, it is 116100-000350". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.